Event description:
It was reported by the workplace safety specialist of (B)(6) hospital that a caregiver injured themselves in attempting to engage the unit's brakes using the brake pedal. However, the manufacturer has contacted the customer and the customer has refused to provide any additional information at this time. The extent of the injury has not been reported to the manufacturer and it is unknown if medical intervention was required. No product malfunction has been reported at this time.

Event description:
It was reported by the workplace safety specialist of (B)(6) hospital that a caregiver injured themselves in attempting to engage the unit's brakes using the brake pedal. However, the manufacturer has contacted the customer and the customer has refused to provide any additional information at this time. The extent of the injury has not been reported to the manufacturer and it is unknown if medical intervention was required. No product malfunction has been reported at this time.

Manufacturer narrative:
The customer originally alleged 11 events. It was later reported that there were 9 alleged events regarding this issue. This complaint event was entered in error.

Manufacturer narrative:
Manufacturer's investigation is ongoing. If additional information is received a follow-up report may be submitted. The customer has not identified the specific device that was involved in the complaint.